Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported symptoms of nausea that had been occurring for the last three weeks beginning in (B)(6) 2015. The patient had no falls or trauma and could not feel stimulation. The consumer experienced a loss or change of therapy. The patient had been having lower back pain since implant. They had tried turning it off, but this had not changed their pain. The patient also had nausea daily. The patient's symptoms were being controlled and "it's doing what it's supposed to be doing, but the nausea makes it so hard to eat." The consumer further reported that the patient still had the nausea and their stomach shook a lot. The step taken to resolve the nausea was that patient¿s health care provider (hcp) gave them some medication, promethazine 25 mg, which helped some. The patient¿s hip was still very tender and their lower back had stayed the same and was painful. The patient was eliminating waste well, but had been so sick. He consumer later reported that the circumstances that led to the patient¿s lower back pain and nausea was that the patient worked with the meter to get the activity right. The patient had the nausea and back pain from the start. The patient was so sick and their back hurt awfully bad. The hcp said it would subside in about a month and they were sick all through (B)(6). The steps taken to resolve the lower back pain and nausea was that the hcp gave the patient some medications for nausea and pain and it helped some, but the patient couldn¿t even smell food without spitting up. The back pain finally got better after using the heating pad and it really helped them. The patient was still having trouble with nausea, but it was not as bad as it was. The patient was able to get around much better and was eliminating waste daily. The patient sure hoped it got better soon and the meter was put on the right side of their buttock so they couldn¿t put much pressure on that side. It sure didn¿t let them forget that it was there and it moved around quite a bit. It got sore and painful from time to time. The patient used a topical pain reliever and used the heating pad and their stomach was still acting up some, but was better. The patient¿s problems were under control. The patient was hoping for a complete recovery/healing as time went by. The patient just didn¿t know what they would have done, had the pain and nausea kept on like it was. The patient went back to see their hcp and they said that the pain and nausea was not because of the meter, but things seemed to be better now. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.